Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. The device history record was unable to be reviewed for this device since the shipping history could not be confirmed, as well as the sales record and distribution record. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "damaged power switch" malfunction would likely be related to power switch that is damaged and internal metal is exposed. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the maintenance unit had front power switch damage with a broken protective cover and faulty power switch. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.